Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient is experiencing headaches with stimulation on and off. A blood patch is slated to be performed and patient is to consult with physician afterwards regarding surgical intervention being taken.

Event description:
Follow up information identified the patient underwent surgical intervention to explant scs system. Exact explant date is unknown.